Event description:
A medtronic representative reported that, while in a lumbar fusion procedure, six screws were placed approximately 5-8mm inaccurately. Accuracy was checked after registration and looked good. In a second spin, after placing all the screws, the screws were all in the disc space instead of the pedicle. The surgeon reportedly didn't do any decompression, but stated he may have bumped the frame. The surgeon removed and replaced all six screws without the use of navigation. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
A medtronic representative, at the site, tested the system with the spine demo model and found everything to be accurate. There was a spine fusion procedure that same day and there were no issues reported. The representative said the surgeon believes he may have bumped the frame.